Event description:
Add'l info received from MFR 6/12/2003: failure analysis methodology included visual examination of the alleged actual sternum guard and visual and functional test of the alleged actual sternum saw returned from the user facility. Also, two samples of the current design (not the actual sample and not from the same lot in question as none were available) were sent to a materials testing facility for tension testing to obtain baseline data. Indluded in the laboratory testing were two samples that were manufactured using a "laser-weld" method for strength comparison with the brazed samples. An identification of the failure mode(s) of the alleged actual sternum guard found that the device sheared at the braze junction where the "foot" is fixed to the "stem". Please note: the sternum guard is a three-piece assembly (connector-which attaches to the saw, stem-which attaches the connector with the foot and the foot which is a slotted component that isolated the tip of the blade) permanently joined at two locations via a brazement design. The sternum guard is intended to install over the saw blade and mate with the sternum saw in order to contain the distal end of the saw blade from deflection and act as a guide under the sternum during the cutting process. A visual examination of the alleged actual sternum guard pieces noted that the braze material appeared to be present at the stem and foot where they join and the stem was bent at the foot junction approx 8 degrees. Also, the foot appeared to have saw blade marks where the components most likely touched. Concerning the stenum saw, the instrument appeared to be in proper order and functioned according to microaire quality acceptance standards. The results of final analysis were inconclusive, but it is evident that the current labeling and design is effective and safe. It appears that the alleged actual component was manufactured correctly although the analysis was limited to visual examination and measurement (excluding tensile strength since the assembly was returned in pieces). The most concerning observation was the bent stem (approx 8 degrees form centerline), which would not have occurred if the device was being used according to the recommended cutting technique in the instructions for use (i.e., "avoid forcing the saw into the bone or "jamming" the blade. Try to use a slight back-and-forth cutting motion, using light pressure and letting the saw do its own work. A fresh, sharp blade will reduce the required cutting pressure"). A review of device and complaint history records did not find any indication that the reported event has occurred prior to this incident. Therefore, the expected frequency of recurrence is extremely low given its long history of successful field use. However, the severity of occurrence may be higher which is why each sternum saw is permanently labeled (chemically marked) with caution note stating "check safety lock, blade locking, blade sharpness and sternum guard; monitor nose heat and blade clogging; review instruction manual."

Event description:
Add'l info received from MFR 5/6/03: the event described in the MDR is attributable to the device. Life expectancy of the sternum saw guide is approximately five (5) years from the date of first use. The anticipated failure rate is unknown since this is the first incident where the "foot" reportedly detached. A search of complaint records from 1993 to date did not find any similar reports.

Event description:
Open heart surgery being performed on pt. Using reciprocating sternum saw to cut the sternum. As the sternum was being divided by the surgeon, the saw "sternun guard" failed as it approached the sternal notch. The surgeon found that the guard had failed and the foot had fallen into chest cavity. Surgeon retrieved from pt immediately.